Event description:
It was reported that post implant of a gastric band procedure, during the adjustment, the surgeon could not access the port to add or remove fluid. The surgeon performed a fluoroscopy and found that the port tubing had disconnected from the port. The patient chose to have band removed and replaced with the competitor's band. When the port was removed, the locking connector was attached to the port.

Manufacturer narrative:
(B)(4). Information unavailable. The device was not returned.